Event description:
Additional information received on 15 jun 2023: the procedure performed prior to using the tr band was a left heart cath. Tr band lost air, pressure was held to apply the second band and hemostasis was achieved by the second band. 12ml's of air were injected into the tr band when it was applied. There was noticeable damage to the device. Immediately in the lab the balloon/bladder ruptured, and the patient started bleeding. Estimated blood loss was less than 250cc's. The patient was in stable condition.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. 3: date of event: requested, unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab director. The actual device was not available for returned. Therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band lost air after placement and failed. Therefore, manual pressure had to be held and reapply another. Estimated blood loss was less than 250cc. Patient was in stable condition. Procedure outcome was a success after reapplication. The event occurred post-treatment.